Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken conductor wire. The conductor wire was sticking out from the distal tip adapter. It was broken within the distal main tube of the instrument. Due to the breakage location, the electrical continuity could not be tested. Fa attributed the broken conductor wire to a component failure. A review of the site's complaint history did not reveal any related complaints involving this product and/or this event. The event details could not be verified via the system logs because the system logs do not exist. Sp systems do not have onsite connectivity at this time. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the monopolar curved scissors had a broken conductor wire at the distal portion of the instrument. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the wires came out of the monopolar curved scissors instrument. The procedure was completed with a backup instrument as planned with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained the following information: the instrument was inspected prior to use. The customer confirmed there was no fragments fell into the patient and there was no arcing. The site completed the procedure and there was no patient injury.